Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jan-2020 through dec-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the intra-aortic balloon pump (iabp) had generated a fiber optic sensor failure alarm. It was verified that all cables and connections were secured. The registered nurse (rn) was advised to substitute the transduced fluid lumen for alternate access. However, the fluid lumen was not accessible after the patient¿s procedure. A radial line had just been inserted so it was suggested that they locate the appropriate pressure cable and use that as alternate access. The physician assistant (pa) called back later on asking why arterial access was needed if the iabp was functioning off of EKG. It was explained in depth and all questions were answered. It was explained that best practice would be to use an alternate site for the arterial line. The pa stated that they were fine with just using EKG to trigger as long as the iabp was functioning and asked that this be reviewed with the rn. How to manage the iabp with no arterial waveform was explained to the rn. They placed the iabp in semi auto, EKG trigger to eliminate any alarms associated with the arterial line. The fiber optic cable also disconnected to eliminate alarms. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation: unit manager additional reporter name(s): (B)(6),ICU, rn; and (B)(6), ICU, rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).